Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. It is important to note that if lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension/retraction at the time the unrelated lead revision procedure.

Event description:
It was reported that during an unrelated lead procedure, this right atrial (ra) lead was observed to have low sensing. Attempts to reposition the lead were complicated by helix issues. The lead was explanted without incident. There were no patient complications reported during or following the procedure.